Event description:
It was reported that on (B)(6) 2025, the c-arm on a selenia dimensions mammography system, mobile, 2d continued to move past 45 degrees. A field service engineer (fse) was dispatched to examine the system and found that the c-arm rotation switch was sticking intermittently. The fse ordered and installed a replacement switch and performed functional checks on the system. No patient or user injury was reported.

Manufacturer narrative:
An investigation was conducted: it was reported that on (B)(6) 2025, the c-arm continued moving passed 45 degrees and the top cover was loose. A field service engineer (fse) examined the equipment and found that the c-arm rotary switch was sticking intermittently and was not working. The rotary switch was replaced to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the rotary switch was replaced. The c-arm rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 4166 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. The likely cause is related to natural wear and tear on the component due to the high component age of 4166 days. Further investigation could not be performed as the part was not returned to the pmqa site. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch replacement. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were two discrepancies noted in the DHR, however none of the discrepancies were related to the rotary switch. The rotary switch was tested on this gantry with no issues noted. System product code: sdm-00001-m2d serial number: (B)(6) system manufacture date: 23jan2014 system installation date: (B)(6) 2014. Note: this device was manufactured on january 23rd, 2014, predating UDI requirements set by the FDA first enforced on september 24th, 2014, per 21cfr801 as a class iii device. Therefore, an UDI cannot be provided.